Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative on 2024-oct-09. They reported that the patient was not getting relief from the current setting of the therapy and they tried different settings and it was not making a difference. Caller stated they were struggling to adjust the intensity. Caller stated when the stimulation was increased, the patient was getting an unpleasant current running through their body. Caller stated they tried calling different manufacturer representatives (rep) but they hadn't heard back from them. Agent emailed the local reps. Additional information was received on 2024-oct-10. The patient's rep called back and stated they hadn't heard from a rep yet. Agent provided the national answering service (nas) phone number and sent a follow-up email to the field. Patient's rep called back again on 2024-oct-10 and was escalated due to the patient being in pain and they had been trying to reach a rep for several days. Patient's rep stated the healthcare provider's (hcp) office attempt to connect to nas but the line would get disconnected. Agent reviewed information. Rep emailed back stating they would get in touch.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that patient was stable in managing their pain more or less for 3 or 4 months after implant, but since patient was in the hospital with pneumonia for about a week starting on march 16th, patient spent their time in bed and in the arm chair that was pretty rigid, so something got out of whack and they couldn't fix it; the pain was no longer being managed with stimulation. Patient's main complaint was with their back pain. Caller said they had tried adjusting settings before, and the representative had told them to switch to from program e to a first and wait 3 days, but patient was still in pain. Patient service specialist asked, caller stated that patient also complained a lot that felt current when they changed positions, and when they would help patient sit up, patient would say that currents were running through them, which eventually subsided, but when they increased the levels, patient complained more about that and specifically, patient felt like there was a current running across their chest. Caller mentioned that the patient was not easily transportable, so they were stuck at home and couldn't go anywhere unless they called 911. Caller mentioned they never had turned stim above 6.0, and 1.6 on the others, on either program before. Caller was concerned that patient would complain about the currents if turned up more. Caller wanted to know if they could adjust settings as high as they were comfortable and if patient service specialist could help them understand the general range of settings; agent reviewed information. Caller was upset that the reps weren't getting back in touch with them even though they had been reaching out since the 1st of april; they just wanted to better understand what all settings had been programmed for. Agent offered to send email to reps for visibility. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue, although the caller said the doctors hadn't been very helpful either.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller reported that for about the past 2 weeks or more pt has been experiencing muscle spasms in their legs while attempting to walk and inquired if it could possibly be caused from their scs device. Caller stated that the issue is now happening every day. Caller stated that pt is now home bound and is unable to leave the second floor of their residence. Caller further explained that pt has been reprogrammed numerous times. Caller stated that pt has been reprogrammed several times by manufacturing representatives (reps) but they have a hard time reaching the pt's hcp and the reps. Caller stated that pt was hospitalized due to having pneumonia and was discharged on 3/24. Caller stated that sometimes pt feels increased stimulation in their legs. Caller requested to speak with an mdt rep. Tech services also redirected caller to pt's hcp. Technical services sent an email to the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reiterated they experience back pain and spasmatic movements of their legs. Patient got in contact with a manufacturer representative in their area, and they directed patient to re-program the stimulator. Patient noted the issue was resolved; after a few iterations, they experienced fewer spasms.